Event description:
On 25/apr/2025, fresenius became aware this 70-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was in and out of the hospital for the past three weeks. The patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) had moved, which required surgical intervention. Additionally, the patient was suffering from fluid build-up (fluid retention). The discharge summary confirmed the patient was hospitalized on (B)(6) 2025 due to a malfunctioning pd catheter, elevated troponin (chronic), anemia, and hyperglycemia (insulin dose increased). The patient was sent to the emergency room by a physician after the patient reported experiencing pd catheter issues for approximately one week. On (B)(6) 2025, the patient underwent pd catheter manipulation to improve the flow, and the surgeon also surgically repaired a hernia (type not provided). Ccpd was restarted following the successful revision of the pd catheter, and the patient has recovered from the serious adverse events. Following surgery, the patient¿s hemoglobin dropped to >7.0 and the patient was given 2 units of packed red blood cells (prbc) with good effect (hemoglobin increased to 9.3). Following discharge, it appears the patient resumed utilizing the same liberty select cycler without reported issue. While it remains unclear how the patient¿s fluid retention was treated, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of hyperglycemia (value/cause not specified), a malfunctioning pd catheter (not a fresenius product) which led to the patient¿s fluid retention, anemia, and an unspecified hernia, which warranted hospitalization, surgical intervention, and the administration of blood product. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused any of the serious adverse events. The liberty select cycler cannot be excluded from having a possible causal or contributory role in the creation or exacerbation of the patient¿s unspecified hernia. While a temporal relationship exists between all of the serious adverse events, there is no allegation or evidence linking the fluid retention, hyperglycemia, anemia, or pd catheter malfunction was related to a fresenius device(s) and/or product(s). Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On 25/apr/2025, fresenius became aware this 70-year-old female patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was in and out of the hospital for the past three weeks. The patient¿s spouse reported the patient¿s pd catheter (not a fresenius product) had moved, which required surgical intervention. Additionally, the patient was suffering from fluid build-up (fluid retention). The discharge summary confirmed the patient was hospitalized on (B)(6) 2025 through (B)(6) 2025 due to a malfunctioning pd catheter, elevated troponin (chronic), anemia, and hyperglycemia (insulin dose increased). The patient was sent to the emergency room by a physician after the patient reported experiencing pd catheter issues for approximately one week. On (B)(6) 2025, the patient underwent pd catheter manipulation to improve the flow, and the surgeon also surgically repaired a hernia (type not provided). Ccpd was restarted following the successful revision of the pd catheter, and the patient has recovered from the serious adverse events. Following surgery, the patient¿s hemoglobin dropped to >7.0 and the patient was given 2 units of packed red blood cells (prbc) with good effect (hemoglobin increased to 9.3). Following discharge, it appears the patient resumed utilizing the same liberty select cycler without reported issue. While it remains unclear how the patient¿s fluid retention was treated, there was no allegation that a fresenius device(s) and/or product(s) deficiency or malfunction occurred.